Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a ultratome xl was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was energized prior to bowing; however, per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break. H11: investigation results: the returned ultratome xl was analyzed, and a visual inspection found that the cutting wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device did not have any visual damages/defect that could have contributed to the event reported. Additional information was received and confirmed that the device returned was the correct complaint device. The investigation findings and all information available concludes the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a ultratome xl was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was energized prior to bowing; however, per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additional information received on april 22, 2025: it was reported that the device was not energized prior to bowing. It was only energized when the device came into contact with the tissue.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device codes) have been updated. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a ultratome xl was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was energized prior to bowing; however, per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additional information received on april 22, 2025. It was reported that the device was not energized prior to bowing. It was only energized when the device came into contact with the tissue.